Event description:
The patient was set up for a pci of the obtuse marginal. Femoral access was achieved and a 6f 3.5 ebu guide was utilized. The physician used a caravel and terumo runthrough wire. After noticing the guide wire uncoiled after crossing, he also noticed something on the wire under fluoroscopy. He then removed everything and noticed the caravel tip came off. After he confirmed nothing was left in the patient, he proceeded with procedure with same guide catheter and now changed out for sion blue, caravel, guide extension, and stent. He completed the procedure in the normal fashion with no complications.